Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was relatively focal in the left anterior descending (lad) artery, just proximal, no tortuosity and calcification, with a 90% stenosis. Because of the bifurcation area, there was difficulty positioning so that the procedure was performed based on the directional coronary atherectomy (dca) alone. The balloon rupture was noted when the flexi-cut was inflated at 3 atm at the 6-7th inflation. The procedure was completed using the new flexi-cut l after the sinus tachycardia (st) subsided. It was commented that there was no correlation between the flexi-cut and the st changes. No add'l event or pt info is available.